Event description:
It was reported that a smiths medical pump alarmed no disposable. Reviewed settings and powered pump off. Closed clamp and removed cassette, gently tapped cassette to disperse air bubbles in the line and pressed green release. Replaced cassette and powered pump on- pump continued to alarm. Powered pump off. Removed cassette again, gently tapped cassette to disperse air bubbles in the line, pressed green release again. Replaced cassette and powered pump on- pump continued to alarm. Advised she call clinic for further instructions. She verbalized understanding. Resvol- 62.7ml; rate- 2.3ml/hr; given- 42.35ml; no further information available.